Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/ short of breath. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, section box e: reporter country, box g: report source (rfb), box h: recall (z) number (rfb) were incorrect. In this report, section box e: reporter country, box g: report source (rfb), box h: recall (z) number (rfb) have been updated/corrected.